Event description:
It was reported that one catheter was received broken in the shipping box.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The triangular outer brown box was also received damaged. The catheter was received in a broken shipping tube. The gray tube was broken 7" distal of the clear adaptor bond site. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the outer box, it was found that when the catheter tube was placed to one end of the outer box the break area lined-up with the damage on the outer box. When the catheter was removed from the tube, it was found to be in good condition, although there was a bend where the tube broke. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.